Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this right ventricular (rv) lead, developed bacterial endocarditis. Patient was treated, and there were no additional adverse patient effects reported.